Manufacturer narrative:
Details of complaint: on (B)(6) 2020, the customer at (B)(6) reported the following issue with pu-681ra; sn-(B)(6), from patient monitoring: cns screen was black. Investigation summary the root cause of the issue was determined to be user error. The overall risk of this event, taking into consideration of severity and probability, is "medium".

Event description:
The customer initially reported that their central nurse's station (cns) screen was black. The customer then reported that after initial troubleshooting, they realized that their staff turned off the device accidentally.

Manufacturer narrative:
The customer initially reported that their central nurse's station (cns) screen was black. The customer then reported that after initial troubleshooting, they realized that their staff turned off the device accidentally. The cns was monitoring patients at the time. No harm or injury was reported. There was no actual malfunction of the device. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The customer initially reported that their central nurse's station (cns) screen was black. The customer then reported that after initial troubleshooting, they realized that their staff turned off the device accidentally.